Manufacturer narrative:
Generally there is 9-12 inches or so of room between the side rail and the top of the mattress overlay, but this particular combination of mattress, frame and overlay, left minimal room for safety (less than 6 inches between top of side rail and the top of the mattress). The overlay was rented through hill-rom and installed by hill-rom. The hill-rom service manager met with the account regarding the incident. The account was encouraged to call in a complaint. At that time, the account did not disclose to them the patient or the acucair involved. The account stated that the patient had passed away.

Event description:
The account alleged the patient's family walked in the room to find the patient on the floor. The patient fell over the top of both side rails of the bed (which were up on that side) and sustained a broken rib. The patient went over the side where both side rails were up. There was only a few inches of space available between the top of the side rail and the top of the mattress, the patient rolled over and fell out of the bed.